Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tsb45 anvil jaw open/close, was inoperative due to disengagement of anvil. Some bleeding was observed and the surgeon put some overstitches to complete the case.